Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was catheter separation of the distal tip during use. It was unknown if there was any friction during injection. There was no tip stuck, no vasospasm, no surgical intervention required.  The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the IFU. Ancillary devices include a shuttle 6f sheath, sofia 5f guide catheter, and synchro10 guidewire.